Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips by customer: the device would not read any test load. There was no patient involvement.